Event description:
The customer reported that the ortho provue analyzer resulted a known positive antibody sample (hla antibody) tested in 2008, as negative. Visual inspection of the processed gel card and manual gel test confirmed the reaction was weakly positive (1+). No erroneous results were reported. False negative test results can lead to transfusion of incompatible blood.

Manufacturer narrative:
A possible root cause was determined. An ocd field engineer arrived at the site and determined that the reader camera brightness was high. The fe performed the appropriate alignment and adjustments to the reader camera and optics to return the analyzer to expected operation. This customer has not logged any complaints against this analyzer since this incident.